Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was indicated the patient passed away four days post implant of a new implantable cardioverter defibrillator (ICD) system. The cause of death was not provided.